Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: visual inspection confirmed that the battery compartment was cracked. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.